Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found the battery well one pin damaged and jammed to the rear case assembly causing intermittent power on/off issues. Furthermore, the event code download showed that the device showed low battery messages and lost power several times during the event. Physio replaced the rear case assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed rear case assembly at the failure analysis center and found the negative pin of the battery well one was incorrectly installed causing it to seat improperly. It appeared that the pin was pushed into the grommet while the insets of the grommet were not lined up with the pin.

Event description:
Physio-control received the device for repair and found a note saying the device lost power when performing synchronized cardioversion on a patient event. There was no adverse event reported as the result of the device use and no further details on the patient or event.